Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing low pacing lead impedances since implant but on last year the measurements went into low, out of range values. When checking the patient, noise could not be recreated. The lead will likely be surgically abandoned but remains in service at this time. A new rv could not be implanted as the patient is completely excluded. They are likely going to do an extraction and reimplant on the right side, but it has not happened yet. No adverse patient effects were reported.